Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the PICC line was being removed after 219 days in situ; originally placed (B)(6) 2013. The user reported that there was difficulty removing the PICC line. There was no reported delay, harm, death, complications, or injury to the patient as a result of this occurrence. Medical intervention was reported as it was necessary to have the vascular consultant called in to aid in the removal of the PICC.